Event description:
There was an allegation of questionable results from a coaguchek xs meter. The meter result was 1.7 inr. The meter result was 3.4 inr within 4 hours. The patient tested again, and the meter result was 3.0 inr. They tested again, and the result was 4.6 inr. The patient¿s therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.